Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, during an ICD implant, the physician could not tighten the (rv) is-1 lead tip even after several attempts. The screwdriver worked without any kind of problem with the other setscrews (rv and svc df-1 coils). A duplicate screwdriver was used but it was blocked in the (rv) is-1 setscrew. It was removed from the slot but the setscrew was attached to the screwdriver. Then, the physician detached the setscrew that he reinserted in the device. The subject ICD was replaced and returned for analysis.